Event description:
On 2/14/94, rptr had a lower back surgery which involved the implantation of an internal spinal fixation device. He feels that the devices implanted are defective and are very dangerous to the recipient. Within a month and a half, the two lower pedicle screws had broken and caused a lot of unnecessary pain and grief and not to mention the add'l surgeries. Rptr feels this needs to be investigated to save people, who will receive the same product, from a lot of misery and even the possibility of death, let alone the disabilities.